Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose value. A cartridge change was performed resolving the issue. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.